Event description:
The pt was transported from elizabeth general to newark beth israel hosp. After iabp for four hrs, an alarm sounded from the system 90 pump and the iab leaked. The iab was removed and a second was inserted. The following was rpt'd to datascope on 10/10/97: the check iabp catheter alarm sounded on the pump and blood was noted in the extension tubing. The iab was removed and another iab was inserted on 9/3/97. As a result of the event, the pt became hypotensive. It was also rpt'd that the pt expired on 9/10/97. Event complications: none from the event - rpt'd 9/16/97; hypotensive - rpt'd 10/10/97. Pt current status: expired on 9/10/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.